Event description:
The manufacturer was contacted in reference to a simplygo device. There was an allegation of device alarming. There was no report of patient harm or injury. There was no report of medical intervention. During evaluation, the customer complaint was confirmed. Moreover, melted filter, pca error and sieve canister failure was found. Should any additional information be received, a follow-up report will be filed.